Event description:
The complainant reported that a patient was implanted with an impella cp pump for mechanical circulatory support. Two days into support, the staff turned the patient at which point an impella in aorta alarm sounded. The patient immediately coded and cardiopulmonary resuscitation was initiated. A pulse could not be regained and the patient passed away. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.